Manufacturer narrative:
Lot number was unknown by the reporter. Product is class I exempt. No 510(k).

Event description:
During bipolar hemiarthroplasty, repeated broaching was carried out. A bone fracture occurred as the assistant inwardly rotated the patient's leg. The surgeon used an ender nail on the fracture.